Manufacturer narrative:
Exemption e2015054. (B)(4). Two complaints were received during this report period. Both have investigations which are currently pending. Both reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 2 malfunction events which are associated with the nonconformance to device specifications and minimum packaging requirements as the device may not be operating and functioning as intended. These reports were received from various sources.